Manufacturer narrative:
Lot number of the atec trimark biopsy site marker not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the marker not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the marker as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a pt presented to her physician after having an atec trimark biopsy site marker placed in her breast on (B)(6) 2012. Reportedly, "three days later, she had an itchy rash covering her body". She has seen several dermatologists and has only recently been diagnosed with "an allergy to titanium, called lichen planus". Treatment is unk. Results from f/u on (B)(6) 2013 revealed the rash is just on her arms. We have been unable to obtain add'l info surrounding this event.